Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The evaluation determined that the system fault 218 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house located in sydney, australia for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 218) message. There was no patient injury reported as a result of this incident.